Manufacturer narrative:
The customer¿s report that the bi-fuse inner cannula broke off inside the needleless valve was confirmed. Visual inspection found that a male luer tip on one of the extension sets model mz5307 was found lodged into the female port of the standalone maxzero model mz1000-07. Closer inspection under a lab microscope observed stress marks at the break site of the male luer tip. No tool marks were observed. An attempt to remove the male luer tip from the maxzero was not successful. The root cause of the break is due to excessive force as indicated by the visible stress marks observed on the broken male luer tip.

Event description:
It was reported that on the general medicine transplant unit, during an attempt to disconnect the tubing from a patient, a bi-fuse inner cannula broke off inside the needleless valve cap of a central venous catheter. The customer states that there was no patient injury.

Manufacturer narrative:
Concomitant medical product: cvc(central venous catheter); td: (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that on the general medicine transplant unit, during an attempt to disconnect the tubing from a patient, a bi-fuse inner cannula broke off inside the needleless valve cap of a central venous catheter. The customer states that there was no patient injury.